Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 the lay user/patient contacted lifescan (lfs) germany alleging the one touch ultra meter was giving inaccurately high readings. Next month,the technical service rep (tsr) spoke with the pt to obtain and verify info. On the evening of three months earlier, the pt alleges she obtained inaccurately high blood glucose readings on the reported meter; specific results unknown. The pt stated she could provide no specifics as to the allegedly high meter readings, or details of the event. The pt stated she had taken her usual meals and medications on the day of the event. At an unspecified time, the pt experienced the symptoms of 'a strange feeling inside her whole body'. The pt attempted to administer self-treatment with oral glucose, 'struggled', passed out and broke her leg. The patient was not able to ingest any of the glucose. The patient was alone at the time, and did not received any assistance. The same month, the patient was admitted to the hospital for three days to treat her broken leg. While hospitalized, the patient's blood for three days to treat her broken leg. While hospitalized, the patient's blood glucose level was tested to be 44 mg/dl using a hospital meter. Within two minutes the patient also tested her blood glucose level using the reported meter, and obtained a reading of 270 mg/dl. The patient takes actrapid insulin six units twice per day, and lantus insulin 18 units at noon. The patient adjusts both insulin doses based on meter readings, and will take an additional two units of each if her meter reading is greater than 140mg/dl. The patient treats her low blood glucose levels with food and/or drink. The patient tests her blood glucose level four times per day. The patient alleged that she is currently using another manufacture's meter to test her blood glucose levels, and has not experienced any further hypoglycemic episodes. It would have been helpful to obtain the allegedly inaccurately high meter results, and the patient's specific actions and medication doses on the day of the event. The patient claimed she experienced no further hypoglycemic episodes since changing to another manufacturer's meter, although no information was provided as to any changed to the patient's diabetes management following her hospitalization. The patient allegedly obtained elevated meter readings on the reported meter, later became hypoglycemic and passed out, and received emergency medical attention for a broken leg. Therefore, this complaint is being reported as an adverse event.